Event description:
It was reported the devices were used during a gastrectomy (sub-total) procedure. It was reported by the affiliate that the device jammed in the middle of the firing stroke. There was no pt consequence.